Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experienced inflammatory during 2-3 days on the area of the right implant twice with fever and back pain. The first time the all implant area was warm and red and the second time a line around the implant was warm and red. Second time event was combined fever and back pain. The implant has been posed for a breast reconstruction following a breast cancer in 2012. Following the inflammatory event patient had a scan to analyse the implant, nothing has been identified, however, patient decided to remove the implant because was afraid. Once the implant was removed, they identified two rifts, the implant has been sent to be analysed with some skin samples. Patient surgeon cannot pose another implant as the skin is to delicate. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported the event of "the reconstruction implant became painful and the patient was worried because of the ban of textured prostheses, which led to the explantation".